Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 13.9 to 14.0 cm from the connector pin.

Event description:
It was reported that the right atrial lead sustained rib clavicle crush damage. The lead was explanted and replaced.